Manufacturer narrative:
The company representative was able to replicate the reported event. The illuminator, the core module and the footswitch were all replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported ¿laser issue¿ is attributed to nonconforming laser core. The root cause of the reported ¿no pedal¿ is attributed to nonconforming footswitch. The root cause of the reported ¿ballast error¿ is attributed to nonconforming tabletop illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic phacoemulsification console had issues with laser function and ballast error with no pedal. Procedure was completed with no reports of patient impact.